Manufacturer narrative:
Article citation: franchelli, simonetta, rossin, alessandro, pesce, marianna et. Al. Environmental factors associated with etiology of microbiologically confirmed reconstructive breast implant infections: impact on clinical management and treatment. New microbiologica. 43(2) 78-81: 19apr2020. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: 27 patients experienced infections.

Event description:
Through journal article "environmental factors associated with etiology of microbiologically confirmed reconstructive breast implant infections: impact on clinical management and treatment" the authors report on implantation following mastectomy or expander replacement due to cancer. 27 patients experienced infections, an unknown amount of time post-operatively. 20 had proven gram-positive infections, 7 had proven gram-negative infections; 5 of the 27 had polymicrobial implant infections. Antibiotic prophylaxis using cefalotin 14/20 mg/kg (1 gr followed by 2 doses q8h) was administered. For patients allergic to beta-lactams, clindamycin was used. Implant loss with removal occurred in 4 patients with gram-negative infection and in 7 patients with gram-positive infection. Antibiotic treatment was given for a mean average of 17 days for the gram-negative infections and 11 days for those with gram-positive infections. As information was received in aggregate the affected sides and device statuses are unknown.